Event description:
The customer reported the device could not boot up. This issue was noted during testing.

Manufacturer narrative:
(B)(4). The customer reported the device could not boot up. This issue was noted during testing. The device was evaluated by a philips field service engineer. The system was verified. The issue was localized to a printer failure that resulted in a power pca causing a failure to power up. We are considering this a malfunction of the printer assembly.